Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that wrong o-rings was installed in exhaled flow sensor receptacle and found internal tubings is dry-rotted and leaking. Fsr replaced the o-rings and tubings. After that, fsr calibrated transducers, performed user verification tests and operational verification procedure. Verified volumes, blender and pressure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has low volume issues. The customer confirmed that there was no patient involvement associated with the reported event.